Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms minor damage to the locking detail due to the removing the explant. Also there is wear of the condyle on the insert. A medical investigation was conducted and confirms per complaint details, approximately 8 to 9 years post implantation, a 15mm thickness hf poly exchange was performed due to the ¿soft tissue imbalance¿ with the previously implanted 11mm thickness poly insert. No further information was provided for inclusion in the medical investigation. The root cause of the revision was reportedly the ¿soft tissue imbalance¿, and there was no issue attributed to s+n implant or instruments. The patient impact beyond the reported joint laxity and revision itself could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a poly exchange due to soft tissue imbalance. It was replaced with a thicker 15mm high flexion poly. Device originally implanted in 2012. No issues attributed to s+n implant or instruments. No further info available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.